Event description:
A report was received that the patient's ipg was sliding back and forth within the pocket site. The physician has recommended the patient undergo a revision procedure. The patient was also experiencing pain in her hip and the physician administered injections. It is not known if the pain in her hip is related to the device.

Manufacturer narrative:
Additional information was received that the patient had a non-device related weight loss and the pain on the patient's hip was not device related.

Event description:
A report was received that the patient¿s ipg was sliding back and forth within the pocket site. The physician has recommended the patient undergo a revision procedure. The patient was also experiencing pain in her hip and the physician administered injections. It is not known if the pain in her hip is related to the device.

Event description:
A report was received that the patient's ipg was sliding back and forth within the pocket site. The physician has recommended the patient undergo a revision procedure. The patient was also experiencing pain in her hip and the physician administered injections. It is not known if the pain in her hip is related to the device.

Manufacturer narrative:
Additional information was received that the revision was put on hold and no course of action will be taken at this time.

Event description:
A report was received that the patient's ipg was sliding back and forth within the pocket site. The physician has recommended the patient undergo a revision procedure. The patient was also experiencing pain in her hip and the physician administered injections. It is not known if the pain in her hip is related to the device.

Manufacturer narrative:
Additional information was received that the device was no longer covering the patient's area of pain. The patient will undergo an explant procedure.